Manufacturer narrative:
(B)(4). Batch # t5cj40. Concomitant medical products: reload ¿ ecr45g, lot t40365. Reload ¿ ecr45d, lot t40d3f. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device analysis: the analysis found that one ec45a device was returned with the closure trigger broken and one ecr45d cartridge loaded in the device. The cartridge reload was received partially fired 2/3 with the cartridge deck damaged. In addition two ecr45g reloads were received fully fired. No functional test was performed due to the condition of the device. The damage on the device and on the cartridge, it is possible that that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle and the cartridge. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Reloads b and c: ecr45g, t5c240, fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the vats left upper lobectomy surgery, could not fire when severing pulmonary fissure tissue. Changed another ecr60g, could not fire, and changed another ecr60g, the closure trigger was broken. Changed another new device to complete the surgery. There was no patient consequence reported. No additional information can be provided.